Manufacturer narrative:
Per tandem user guide: the transmitter battery will last 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the transmitter battery had expired. Customer replaced transmitter battery to address issue, and reportedly, pump and transmitter regained connection. No additional patient or event information was available.